Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video slice (vsl) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsl was analyzed and found to electrical or fiber optic defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had non-recoverable errors. The procedure was converted to laparoscopy with no reported injury.